Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported gripper actuation issue was not confirmed. The reported failure to adhere or bond to leaflets could not be replicated, as it was related to patient anatomy and procedural conditions, respectively. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. The reported failure to adhere or bond to leaflets appear to be due to patient anatomy, as there was limited coaptation length. It should be noted that the mitraclip nt system instructions for use cautions to always use pressure monitoring, echocardiography, and fluoroscopy for guidance and observation during use of the mitraclip nt system. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report that the grippers did not lower at the same level. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. Visualizing the clip was difficult due to imaging. The first clip was implanted successfully, reducing mr to 3+. The second mitraclip delivery system (cds) was advanced to the mitral valve. Grasping was performed; however, the clip was unable to grasp both leaflets due to the anatomy. The grippers would not lower at first, the gripper lever was retracted 3-4 times and then the grippers came down, however one gripper came down lower than the other gripper. The clip was not implanted and the cds was removed and replaced. By the end of the procedure, a total of 3 clips were implanted and mr was reduced to 2. The patient is stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.